Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1628c93ej, serial/lot #: (B)(6) , ubd: 15-nov-2018, UDI#: (B)(4) ; product ID: etlw1628c82ej, serial/lot #: (B)(6) , ubd: 06-dec-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported a follow-up CT scan revealed an expansion of the bilateral common iliac arteries on both sides. An obvious ib endoleak was noted on the 24mm and 28mm on both the left and right side. There was no issue with the main body bifurcate. Per the physician the cause of the common iliac arteries expansion is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.